Event description:
Order received to discharge foley. A 10cc fluid aspirated from balloon - the catheter got stuck at tip of penis at balloon. One lidocaine urojet inserted - foley remained stuck. Second urojet inserted - catheter flushed with 10cc and discharged at same time without effect. Slight ridge noted at balloon.